Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the ventricular assist device (vad) was not returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Visual evidence provided by site revealed an excess of brown epoxy on the rear housing of the pump. As a result, the reported event was confirmed. An internal investigation was initiated to address this issue. Based on the available information, a possible root cause of the reported event can be attributed, but not limited, to issues with assembly and/or manufacturing. If information is provided in the future, a supplemental report will be issued.

Event description:
The ventricular assist device (vad) was not returned to the manufacturer; however, an image was received due to more brown epoxy than usual on the underside of the vad prior to implant. Analysis of the image revealed an out of specification finding. The vad was implanted and remains in use. No patient complications have been reported as a result of this event.